Event description:
A customer reported to baxter (B)(4) of an incident concerning a patient that was approximately 15-20 minutes into the transfusion when the nurse observed a significant amount of "yellowish fluid" in the blood/solution administration set below the filter. The blood behind the yellowish fluid distal to the patient was dark red in colour and the blood in front of the yellowish fluid proximal to the patient was bright red in colour. The nurse immediately discontinued the transfusion and returned the pack and blood/solution administration set to the blood transfusion laboratory. The yellowish fluid was observed by medical laboratory staff and haemovigilance. The affected products were returned to the national blood centre for investigation; currently the outcome is pending. The involved nurse confirmed that nothing was added to the pack / blood / solution administration set and confirmed that only normal saline 0.9% was used to flush the cannula pre transfusion. No adverse outcome was reported on or observed for the patient post transfusion. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This is a product not distributed in the us and does not have a 510k number.